Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positives occurs. The following information was reported by the initial reporter: "the customer reports that since the last troubleshooting the curves are not consistent on both sides; the max outputs false positives."

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives" while running the bd extended enteric bacterial panel assay. Customer reported that the result curves they are getting are not consistent on both sides of the instrument. The curve shapes in question are not consistent with true amplification and are occurring following instrument pm. Fse was dispatched to the customer site where they performed an instrument software script update per a current field service bulletin, re-normalized the readers, and ran qualification runs. Qualification passed and the instrument was returned to the customer operating to bd specifications. This complaint is confirmed by service. The root cause cannot be determined with the information provided. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an elf/fai of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6) , and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positives occurs. The following information was reported by the initial reporter: "the customer reports that since the last troubleshooting the curves are not consistent on both sides; the max outputs false positives."